Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and turbid dialysate event. The cause of the event was not reported. The patient was hospitalized for this event and was treated with an unspecified treatment. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.